Event description:
It was reported that the bd spinal needle 27ga 3.50 syringe was loose and medication leaked. The following information was provided by the initial reporter, translated from spanish to english: "the syringe did not connect with the spinal needle, it was loose and the medicine spilled."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd spinal needle 27ga 3.50 syringe was loose and medication leaked. The following information was provided by the initial reporter, translated from spanish to english: "the syringe did not connect with the spinal needle, it was loose and the medicine spilled."

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided to our quality team for investigation. A device history review was performed for lot 2109018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or cracks were observed on or near the luer connection. Functional testing was performed, connecting the needle to a syringe. Liquid was able to pass from the syringe through the needle and no leakage was observed. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification. Testing results for lot 2109018 verified product met all required limits. Based on the available information we are not able to identify a root cause at this time.